Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 28-mar-2025. Following j&j medtech procedures, a visual inspection and magnetic test of the returned device were performed. Visual inspection revealed reddish brown material inside the pebax and a separation between pebax and electrode section. The device was connected to carto 3 system, and it was recognized; however, it was not visualized as error 105 appeared. Due to this condition, the handle of the device was dissected, and the printed circuit board (pcb) was observed with corrosion, the resistance of the sensor pads were according to specifications. An irrigation test was performed, and no water leakage that could have contributed to the corrosion observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The corrosion observed on the pcb could be related to the magnetic sensor error reported by the customer; therefore, the customer complaint was confirmed. The reddish material inside the pebax is unrelated to the issue reported by the customer. The potential cause of the corrosion could not be determined. The potential cause of the pebax damage is traced to the manufacturing process. The instructions for use (IFU) contain the following recommendations: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. A significant change in the baseline reading after cleaning might indicate a damaged contact force sensor. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. This product issue will be addressed through johnson & johnson medtech's quality system. An internal corrective action has been opened to investigate the force sensor sleeve insolation to prevent fluids to get inside into the device. Explanation of codes: investigation findings: inappropriate material (c0602) / investigation conclusions: cause not established (d15) / component code: circuit board (g02005) were selected as related to the customer¿s reported ¿nav sensor error¿ issue. In addition, biosense webster inc. Analysis finding of the ¿printed circuit board (pcb) was observed with corrosion¿. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿reddish brown material inside the pebax and a separation between the pebax and the electrode section¿. Investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and electrode section. Initially it was reported that there was a nav sensor error. No patient consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 24-apr-2025 observed reddish brown material inside the pebax and a separation between the pebax and electrode section. The event was originally considered non-reportable, however, bwi became aware of a separation between the pebax and electrode section on 24-apr-2025 and have assessed this returned condition as reportable.